Event description:
The physician commented on the performance of the flexima apdl catheter when used in nephrostomy applications over a period of approximately 2-3 months. The physician believes that the patency of the drainage catheters and the ability of the drain to drain urine from the kidney has started to reduce in time. He noted that a number of flexima apdl drains have had to be removed from patients due to their encrustation within the inner lumen sooner than they would normally expect. No patient complications have been reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).